Manufacturer narrative:
(B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/ batch/ serial number was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a lap chole, the device on the cystic duct fired but the staples were not completely formed. The procedure was delayed by five minutes. The surgeon used an endo loop to secure the structure. The procedure was completed with no patient consequences.